Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Neither a dimensional or functional inspection of the product could be conducted since the sample was not returned. A verification of failure mode reported in the current manufacturing process was conducted as follows: (B)(4) clips were taken from the current production p/n 544230 hemolok ml lot #73k1700171, the samples were functionally inspected, and during the test issue reported "clip broke" was not observed. A device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. The customer complaint cannot be confirmed and the root cause is unknown. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip broke on the applier not on the patient. The procedure was completed successfully. There was no patient injury.